Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench and using automated test equipment and no anomalies were found. It is believed that the reported high pacing lead impedance was due to a lead connection anomaly. (B)(4).

Event description:
It was reported that during follow-up, high rv threshold and pacing lead impedance were observed. When patient was brought to the ep lab for revision, r-wave amplitude was also found to be low. Lead was tested with analyzer and then reconnected to the device; all measurements were normal. The physician elected to explant and replaced the ICD. There were no adverse consequences to patient.